Event description:
It was reported that cartridges were not being recognized after insertion, requiring new cartridge refills. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up with technical support, no further information was obtained, and customer was out of warranty and in process of obtaining new device.